Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported there was a scratch on the lens. Additional information was received indicating the scratch was noticed after the lens was injected into the eye. There was no patient harm.

Manufacturer narrative:
The lens was returned in a specimen container. Solution was dried on the lens. The optic is cut into portions (two small portions were not returned for evaluation), typical of insertion and removal. Both cut optic portions have scratches on the anterior and posterior sides of the optic. The reported scratch was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, it can be reasonably concluded that the damage was not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
An attached photo shows the lens implanted inside the eye. The lens appears to have a scratch/line/mark but without evaluation of the physical sample we cannot confirm the reported damage. Associated products were not provided. It is unknown if qualified products were used. Based on our observation of the attached photo, the lens is in the eye and appears to have scratch/mark. It is difficult to make a final determination without evaluation of the physical sample. The manufacturer internal reference number is: (B)(4).